Event description:
Neuronetics received information from the social media monitor regarding a patient alleging the following adverse events: migraine headaches, flash pains in head, memory loss and slowed speech.

Manufacturer narrative:
The person alleging serious adverse events on social media did not respond to outreach by the social media monitor and therefore no additional information could be collected to conduct a thorough investigation. Neuronetics was unable to confirm that the person was treated with a neurostar device but is submitting this MDR out of an abundance of caution.